Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer consumed simply sugars and peanut butter to address the bg level. Reportedly, the customer had sleep activity feature off; however, control iq pump software still was operating in the background and as a result the customer¿s blood glucose level decreased. Tandem technical support confirmed the pump was operating as intended. Recommendation was made to discuss diabetes management with a health care professional. Customer acknowledged and understood and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses."